Event description:
A baxter service technician reported an infusion pump with an 813:01 failure code that was found in the device's event history during service. No contact information was provided with the reported problem, and attempts were made by baxter's quality management to obtain information regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available.